Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. According to initial report, energy changes have been made by the surgeon to the side cut energy levels and the spot and line as well. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. Energy was only performed during startup and not as recommended all two hours. The logfile showed multiple successfully performed treatments. The related treatments could not be identified. Logfile showed that the energy values have been changed but the energy settings are within specification. The user operated surgeries within the recommended energy settings. No technical root cause could be identified. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor feels two patients have central toxic keratopathy. Additional information has been requested.